Event description:
Patient reported "capsule thickening" confirmed via ultrasound, mammography and "fibroadenoma". Later patient reported "thickening around the implants and a tumor in the breast (grade 3 capsular contracture". Later healthcare professional reported "thickening around the implants and a tumor", "double capsule" and "capsular contracture baker grade ii-iii". This record is for the right side. Device was explanted and it´s unknown if it was replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5.

Event description:
Patient reported "capsule thickening" confirmed via ultrasound, mammography and "fibroadenoma". Later patient reported "thickening around the implants and a tumor in the breast (grade 3 capsular contracture". Later healthcare professional reported "thickening around the implants and a tumor", "double capsule" and "capsular contracture baker grade ii-iii"this record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture, lump/nodule and double capsule requested on july 08, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the manufacturing process. Lump/nodule: unable to observe as it is not related to the manufacturing process. Double capsule: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.